Manufacturer narrative:
The reported event was unable to implant. As received, a complete lead was returned in one piece for analysis. The helix was retracted and clogged with blood. Electrical testing revealed no evidence of conductor fractures or internal shorts. Visual and x-ray inspections identified no anomalies. Correction: section g2 ¿ distributor should be marked as one of the report sources.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the lead could not be implanted as the physician alleged that the lead had difficulty maneuvering. The lead was not used and replaced during the procedure. The patient was stable.